Event description:
It was reported by svc report that there were tears on the calf supports and the right side rail glide rods were bent. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Calf support torn.